Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the breath delivery unit (bdu) printed circuit board (pcb). The ventilator passed self testing.

Event description:
Report received that, during patient use, the ventilator became inoperable. The patient was removed from the ventilator. No harm to the patient as a result of the event.